Event description:
It was reported that oversensing and low impedance was observed. Fluoroscopy revealed externalized conductors on the riata lead. Hence, the device and lead were explanted. The patient condition is good.

Manufacturer narrative:
(B)(4)